Manufacturer narrative:
Unable to perform the following test: displacement test, rewind, prime/seating, basic occlusion, force sensor test and occlusion test due to receiving pump error 38 during rewind. Pump passed the self-test. Pump was cut open to perform visual inspection and moisture damage was found at the pcba 1, pcba 2, force sensor and motor. Pump error 38 was noted during testing. P-cap was attached and lock into place properly. The following were noted during visual inspection: pillowing keypad overlay, stained keypad overlay and scratched case. Unable to confirm prime/fill anomaly due to receiving pump error 38 during testing. Unable to confirm rewind anomaly due to receiving pump error 38 during test. Pump error 38 was confirmed due to moisture damage. Cosmetic damages were noted during visual inspection. Exposed to moisture confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced unable to rewind and insulin was dripping out during priming process. The customer reported no adverse event. The event involved product(s) mmt-243a, mmt-1880l. Troubleshooting was performed. Customer set up a new reservoir and tubing, restarted the load reservoir process, and insulin continued to exit out of tubing. No harm requiring medical intervention was reported. No product return is required for mmt-243a. Mmt-1880l was requested and customer response was the device will be returned. The customer will discontinue using the device.